Event description:
A husband of a (B)(6) female patient contacted zoll customer support to report that the patient's monitor made a loud squealing noise. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor made a loud squeal) was confirmed. As received, the monitor would not power on. Upon service investigation, there was an md5 failure during reprogramming of the monitor, which is a flash memory failure. The cause of the md5 failure was isolated to flash memory components u102 and u105 on computer analog board sn (B)(4). The flash memory components had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. Results will be monitored. No adverse event resulted from the defective monitor. The pt was issued a replacement monitor.